Event description:
It was reported that air embolism and stroke occurred. The patient died. A left atrial appendage closure (laa) procedure was being performed under monitored anesthesia care (mac) sedation and transesophageal echocardiogram (tee) imaging. It was noted the patient was snoring loudly and in a deep sleep during the procedure. A watchman trusteer access system (was)was advanced to the left atrium. A 24mm watchman flx pro delivery system and closure device (wds) was inserted, deployed, and subsequently implanted. The procedure was concluded. Approximately 5-10 minutes after the procedure was concluded, the patient then began to de-saturate and would not awaken. There were no catheters/devices in the patients vasculature at the time. The patient was intubated, and the physicians performed an unexpected angiography of the coronary arteries and cerebral arteries, yet no air was visualized. The patient also required a shock from their existing implantable cardioverter defibrillator (ICD) device. The physicians decided to leave the patient intubated, to be cooled, and performed a computed tomography (CT) scan of the chest and abdomen which ultimately revealed a stroke diagnosis. The patient was not responding to commands to awaken. An electroencephalogram (eeg) was performed and was negative for seizure but showed significant slowing and low amp concerns for severe encephalopathy. A repeat eeg showed generalized periodic discharges (gpds). The patient's family and physicians decided to move to comfort care with terminal wear and extubation. The patient died two (2) days post index procedure and event. The physician's opinion, there must have been air introduced into the patient's arterial system which may have traveled to the brain, and even though the was suspected, the exact mechanism is unknown.